Event description:
Patient uses humulin 70/30 in the morning and night. She reported the needles are very damaging to her skin, stomach, hands, and arms. Also, she went to the hospital due to pneumonia in (B)(6) while on the medication.